Manufacturer narrative:
A05, a1102: localizer faulted d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: 9735740, software version #: 2.1.0 g02008: software g05001: camera h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when in the spine software, the local representative (cs) saw a message stating "localizer faulted" and the camera had a flashing amber fault light. The cs rebooted the system and was no longer seeing the message or the amber light. There was no patient involvement.

Manufacturer narrative:
H2/h6: the software analysis was completed. The analysis found three sessions on the event date. The second session could connect to the optical localizer, there were permanent system faults (incompatible firmware) observed in the logs. The system was then rebooted, but there was no evidence of how the reboot resolved the incompatible firmware. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.